Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt their device was "thrown off" due to swimming. The patient noticed "heavy beating coming out of the lower left of my chest" and can "see it pulsing". The device remains in use. No patient complications were reported as a result of this event.